Manufacturer narrative:
The reported events of lead dislodgement, high capture threshold and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Final analysis found the helix could be extended and retracted after cleaning and no conductor fracture or internal shorts were found.

Event description:
It was reported that following coronary artery bypass graft procedure, the patient's atrial lead exhibited decreased p-wave sensing amplitude and increased capture threshold. It was alleged the atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.